Event description:
It was reported that, during a routine clinic check, there was non-capture of this right ventricular (rv) lead when in unipolar configuration as well as increased rv threshold when in bipolar configuration. It was noted that this lead had migrated from its original position. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a routine clinic check, there was non-capture of this right ventricular (rv) lead when in unipolar configuration as well as increased rv threshold when in bipolar configuration. It was noted that this lead had migrated from its original position. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.